Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, post a bilateral synergy intraocular lens (iol) implantation, the patient complained that the second operative eye seemed to appear ¿yellow¿ particularly comparing to the first operative eye. Account indicated that the lens in the second eye was replaced as the physician suspected a faulty lens. No further information was provided.

Manufacturer narrative:
Additional information received, patient complained of garbled halos and a yellowish tint and smudge left eye (os). A replacement lens of the same model and power was used. Post-explant patient is very happy. No more garbled halos yellowish tint and smudge. 20/20 visual acuity in the left eye. Product identifiers, implant/explant dates are also provided, therefore the following fields have been updated: section d1: brand name: (B)(4). Section d2: common device name: lens, multifocal intraocular : device product code: mfk section d4: model #. Dfw375. Section d4: catalog #. Dfw375u105. Section d4. Serial number: (B)(6). Section d4: expiration date: 3/18/2024. Section d4: UDI#. (B)(4). Section d6a. If implanted, give date: (B)(6) 2021. Section d6b. If explanted, give date: (B)(6) 2021. Section h4: manufacture date: 3/18/2021. Section h6: health effect: clinical code: halo. Correction: section e1. Establish name: (B)(6). Section e1: telephone number: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.